Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient "underwent treatment" for the event. At the time of this report, the patient is "fine" now. The cause, hospitalization and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date "a few weeks back". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.